Manufacturer narrative:
E1: (B)(6). At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, high out of range pacing impedance measurements were observed. No adverse patient effects were noted. This lead has not been returned.